Event description:
This complaint is from literature, the article is titled ¿influence of the concomitant use of heparin on the effects of warfarin during catheter ablation for atrial fibrillation¿. The purpose of this study was to investigate the influence of heparin and protamine administration on the effects of warfarin and its safety. It was reported that cardiac tamponade occurred in 3 patients during ablation procedures, which was relieved with percutaneous drainage in each case. An irrigated 3.5-mm-tip quadripolar ablation catheter (cool path¿ duo¿, st jude medical or thermo cool navistar, biosense webster) was used to deliver the radiofrequency energy. It is unclear what ablation catheter was used during the procedures that caused the adverse events. There were no reported malfunction with any of bwi catheters and systems used during this trial. A steerable 10-polar mapping catheter (inquiry¿ luma-cath¿, st jude medical, (B)(4)) was positioned within the coronary sinus and two 20-polar circumferential mapping catheters (lasso, biosense webster, (B)(4) or inquiry¿ optima¿, st. Jude medical) were used for mapping. Other non-MDR reportable injuries include: 17 patients had minor bleeding complications. These patients did not require surgical or medical intervention or prolonged hospitalization. Therefore these events are considered to be non ¿serious.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history report (DHR) review cannot be conducted because no lot number was provided. Concomitant products: unk. (B)(4). Since the lot number and model number are unknown, no UDI can be provided the product will not be returned. No lab analysis can be completed.